Manufacturer narrative:
On 03-nov-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Metal part went into cheek whilst still on and scratched/graze to cheek [mouth injury]. Mark to cheek [macule]. Hurting - mouth [oral pain]. [Toothbrush] head came completely out and the brush stayed on - oral-b [device breakage]. Case narrative: consumer via e-mail reported that when using their oral-b pro 2 toothbrush, the oral-b toothbrush head came completely out. This caused the metal part to go into their cheek while still on, scratching and hurting her. No serious injury was reported. On 06-sep-2023 via digital safety assessment survey: consumer is a 26-year-old female. No medical treatment was required. Consumer rinsed the area as treatment. Consumer reported that a graze / slight mark to cheek occurred and recovered. No serious injury was reported. On 10-oct-2023 case update from information initially received on 18-sep-2023: the concomitant product was oral-b power oral care refills precision clean eb20. No serious injury was reported. On 22-nov-2023 case update from information initially received on 18-sep-2023: the concomitant product lot number was i2299. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal part went into cheek whilst still on and scratched/graze to cheek [mouth injury] mark to cheek [macule]. Hurting - mouth [oral pain]. [Toothbrush] head came completely out and the brush stayed on - oral-b [device breakage]. Case narrative: consumer via e-mail reported that when using their oral-b pro 2 toothbrush, the oral-b toothbrush head came completely out. This caused the metal part to go into their cheek while still on, scratching and hurting her. No serious injury was reported. 06-sep-2023 via digital safety assessment survey: consumer is a 26-year-old female. No medical treatment was required. Consumer rinsed the area as treatment. Consumer reported that a graze / slight mark to cheek occurred and recovered. No serious injury was reported.